Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. An ipsilateral approach was used. The 99% in-stent re-stenosed lesion was located in a non-bsc nonspecified stent in the moderately calcified and tortuous superficial femoral artery. A non-bsc guide wire was used to crossed the lesion. No resistance encountered upon insertion, but when the pressure was increased at 12 atmospheres during first inflation, the 4.0x80mmx135cm sterling balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. An ipsilateral approach was used. The 99% in-stent re-stenosed lesion was located in a non-bsc nonspecified stent in the moderately calcified and tortuous superficial femoral artery. A non-bsc guide wire was used to crossed the lesion. No resistance encountered upon insertion, but when the pressure was increased at 12 atmospheres during first inflation, the 4.0x80mmx135cm sterling balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR : the sterling catheter was received inside a sterling product pouch and shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).